Event description:
It was reported that an 83-year-old patient who has had a gastrojejunostomy tube in place since (B)(6) 2025, for enteral nutrition and duodopa administration. On (B)(6) 2026, he noticed at home that the tube had accidentally slipped out. The tube was successfully reinserted into the stomach at home. The patient was recalled for an emergency consultation to have a simple gastrostomy tube with a balloon inflated to 10 cc of water placed in order to resume treatment. A surgical intervention is scheduled later to reposition a gastrojejunal tube. If, in the meantime, the patient finds that the effectiveness is just as good with the gastric tube, the appointment will be cancelled, and the device could be changed every 6 months during a routine consultation. On (B)(6) 2026 it was confirmed to relate to a new stoma site.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. The root cause has not been established. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 22 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.